Event description:
It was reported that the device indicated recommended replacement time (rrt) and there was potential early battery depletion. It was noted that the left ventricular lead output was programmed to 5v. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products : 7120 competitor implantable tachy lead, (B)(6) 2010; 5076 implantable pacing lead, (B)(6) 2006. (B)(4).